Event description:
Consumer received 2nd degree burns from the heating pad. She was using the heating pad on her back and fell asleep which is contrary to proper use instructions. The consumer has not sought medical attention for the injury.